Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported he is trying to set his insulin pump to a temporary basal pattern, but the device keeps going back to his standard basal pattern. Customer's blood glucose is 227 mg/dl. Customer was advised the best way for him to shut his insulin pump off temporarily would be to put the device in suspend mode. Customer was educated on the suspend feature. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.